Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that using fluoroscopy, external conductors were observed on the right ventricular lead. The external conductors were in the pocket area above the superior vena cava coil. Electrical characteristics were normal. The r-wave amplitude measured 2.7mv; historic measurement was 3mv. No intervention was performed. The patient was asymptomatic and would continue to be monitored.